Event description:
Pericardial effusion. Background: there was a sudden rise in the esophageal temperature probe, and then the blood pressure started to drop. On intracardiac echo, he was an effusion. He placed a pigtail catheter subxyphoid and drew off a total of about 650 ml of fluid. He left the pigtail in place to finish the atrial ablation. The act was approximately 350-400.

Manufacturer narrative:
The catheter was discarded after the procedure. The lot number was not available to review the device history record. Multiple devices were used in the case. The cause for the reported perforation is unknown. The design has been validated to meet the buckling load requirement (simulation of force required to perforate tissue). Catheters are 100% inspected in-process and at final inspection for electrical and mechanical integrity to ensure they met the specification requirements. As stated in the instructions for use (IFU), vascular perforation is an inherent risk and that the catheter shouldn't be forced into the vessel.